Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure via the right femoral vein, the filter was allegedly found to have a high resistance to pushing during the pushing process and stuck to the mouth of the delivery sheath. It was further reported that the guidewire at the tip of the delivery rod was allegedly snapped. There was no reported patient injury.

Event description:
It was reported that during a vena cava filter placement procedure via the right femoral vein, the filter was allegedly found to have a high resistance to pushing during the pushing process and stuck to the mouth of the delivery sheath. It was further reported that the guidewire at the tip of the delivery rod was allegedly snapped. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: two electronic photo was provided and reviewed by (B)(4). The two photos show that the filter and the pusher wire was detached. Received one denali femoral filter kit. The filter storage tube was loaded onto a pusher catheter. A detached pusher wire was also returned. On functional testing, an attempt to offload the pusher catheter from the touhy-borst adapter and filter storage tube was attempted and was successful. The loaded touhy-borst adapter and filter storage tube were offloaded from each other for further evaluation. No additional anomalies were observed throughout. Therefore, the investigation is inconclusive for the reported for failure to advance as no objective evidence was provided and the investigation is confirmed for the reported detachment as the pusher wire detached. A definitive root cause for the failure to advance and detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.